Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending artery. A ht bmw elite guide wire and non-abbott micro-catheter were advanced to the lesion; however, resistance between the devices was felt when attempting to remove the guide wire. The micro-catheter and guide wire were removed together as a single unit. The guide wire remained in the micro-catheter as it was impossible to remove it. The procedure was successfully completed with a non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.